Event description:
It was reported that the lead exhibited myopotential oversensing during a deep breathing test. The lead was extracted and replaced. The pacer dependent patient was asymptomatic and stable before, during and after the procedure.